Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), female sexual dysfunction ("pain ¿ apareunia"), dysmenorrhoea ("dysmennorhea"), dyspareunia ("dyspareunia (painful sexual intercourse),"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), cystitis ("bladder infection"), urinary tract infection ("uti") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, female sexual dysfunction, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, cystitis, urinary tract infection, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, pelvic pain, urinary tract infection and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: previously reported event injury was deleted and was updated to new events. Following events were added : apareunia, dysmennorhea, dyspareunia, pelvic / abdominal, migration, bladder infect., uti, fatigue, weight gain, plaintiff did not undergo essure confirmation test. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.